Manufacturer narrative:
Device was tested on the bench and no anomalies were found.

Event description:
It was reported that the entire system was explanted due to sepsis. The source of the infection was unknown. The patient was stable post procedure.